Event description:
It was reported that a flogard infusion pump had experienced an air in line alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The sample was visually inspected and functionally tested. The reported condition of an air in line alarm was confirmed. The cause of the reported condition was due to air sensors being out of calibration. In order to correct the issue the air sensors were calibrated. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.